Event description:
We were using empty bags to compound sterile IV medications for infusion. In 2 of the empty bags, there were plastic pieces. The bags were different sizes (250 ml and 500 ml), but from the same MFR (baxter). MFR was contacted and they will be picking up the bags to analyze. Note: I picked 07/14/2016 as date returned to MFR, however, pickup is still pending, anticipated to be in the next few days. Of note, the pharmacy staff visualized the small plastic piece in each bag and the product did not make it to the pt's home. Reason for use: IV therapy. (Products not delivered to pt). Are the products compounded? No. Are the products over-the-counter? No.